Event description:
The user received a questionable high thyrotropin (tsh) result on the analytical e module which does not fit with the clinical picture of the patient. The initial result was 91 uiu/ml, exact date of testing was not provided for this sample. The tsh result of 91 uiu/ml was reported outside the laboratory and the doctor questioned this result as he expected the correct tsh result for this patient was 1 uiu/ml. The user said the sample repeated the same tsh result. This repeat tsh result was not provided. No adverse event has been alleged regarding this event. The reagent lot number for tsh was 159316.

Manufacturer narrative:
The customer provided information stating they made a mistake and the tsh results of 91 uiu/ml reported in initial medwatch did not exist. New information was also received regarding the tsh results. Repeat testing was performed on these samples. The repeat results were "almost the same". The exact values were not provided.

Manufacturer narrative:
The event occurred in (B)(6).

Manufacturer narrative:
A sample from the patient was provided for investigation. The sample was tested and the results the customer received were verified. The elevated tsh result was further confirmed using the seimens centaur method. No known interference factor was identified in the patient sample. The tsh value obtained with elecsys reagent is valid and does not point to any issue with the elecsys reagents.